Event description:
A customer reported that during surgery, the system quit working and kept going back to zero. Additional information received indicated the surgical procedure could not be completed on the same day. The patient returned to have the procedure completed and is doing well.

Manufacturer narrative:
The system was examined and the reported was replicated. The company representative managed to free and stuck button, allowing for its continued use. The remote did not require replacement. The system was then tested and met all product specifications. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on august 1, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attribute to a button stuck in the remote control. However, how the button became stuck could not be conclusively determined. (B)(4).